Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot number 73e1400534 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a dog had emergency surgery. After the dog was sent home, the owner noticed that the staples were falling out. They returned to the veterinarian and the doctor re-stapled the incision. Within a short time the doctor noticed that the staples were falling out. Sutures were used to close the incision. The patient's condition was reported as fine.